Event description:
It was reported that a patient underwent a sling procedure inserted in the "u" position in 2009. Post-operatively on that same day it was found that the patient had developed urinary retention. As a result, the patient was sent home with an indwelling catheter. The patient passed trial without catheter 8 days post procedure, but returned about 3 days later with further retention, and a urinary tract infection. The patient was managed by intermittent self-catheterization from that day until review three weeks later. The event is listed as resolved as of the time of review.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.